Manufacturer narrative:
The case description states that the controller is not turning on after charging with original cable and other cables as well. Customer stated that last time the op5 controller was turned on when it was setup by the doctor during training. The controller initially did not power on but was allowed to charge and powered on with no issues. Log files show the controller was able to start up during manufacturing and previously in october 2023. No other relevant information was found in the log files as the controller had not yet been used. No problems were found with the returned controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 365 mg/dl. It was also reported that the controller would not turn on. Symptoms reported include hyperglycemia and dehydration. The patient was treated with insulin drip, electrolyte drip and a liquid diet. The patient was released the following day. The pod was not worn when seeking medical attention.